Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. An error code (pressure sensor mismatch) was confirmed in the log which indicated a large pressure difference between the inside of the air delivery circuit and the outlet. No failures were confirmed through disassembly and testing; however, the flow sensor, which could be the source of the issue, was replaced. Additionally, life-related smell was confirmed, so the particulate filter, air inlet foam filter, and muffler assembly were replaced. The service center performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).

Manufacturer narrative:
Correction made to the box g date received by mfg (rfb) and become aware date.